Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device was generally leaky, and the trigger was broken, torn off. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check falling out protection (steal ring), check proper function of the triggers, check for leakage, and general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. Additionally, a review of the device history record showed that there were potential issues during the manufacture of the device that may have contributed to the reported complaint condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the handpiece device stopped working. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned surgical procedure, or if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correction: it was documented in the previous supplemental report that a review of the device history record showed that there were potential issues during the manufacture of the device that may have contributed to the reported complaint condition. After further investigation it has been determined after a review of the device history no non-conformances were detected related to the reported condition.if additional information should become available, a supplemental medwatch will be submitted accordingly.